Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis with a blood glucose of 30 mmol/l with nausea, vomiting, and dehydration. The reporter indicated that the health care provider believed that pump was not delivering insulin as it should. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.